Event description:
This rv lead was implanted on (B)(6) 2009 and still remains implanted at this time. In a product experience report received on (B)(6) 2018, this lead has high out of range pacing impedance measurements, noise on the shock channel and suspected lead fracture. The physician was unknown at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).